Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2024137; medical device expiration date: 2026-12-31; device manufacture date: 2022-01-24. Medical device lot #: an invalid lot # of 2094921 was provided by the initial reporter; medical device expiration date: na; device manufacture date: na. Medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: when they connect the needle and try to get the air out of the syringe that nothing goes.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: when they connect the needle and try to get the air out of the syringe that nothing goes.

Manufacturer narrative:
H6: investigation summary it was reported no air comes out of the needle. To aid in the investigation, fifty-two samples were received for evaluation by our quality team. Forty-four samples came in sealed packaging blisters and eight samples came with the plastic shield, but no packaging blisters. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Forty-seven samples expelled the solution with a normal flow. Five samples did not expel the solution; these needles are clogged. A device history record review was completed for provided material number 305916, lot number 2024137. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2024137 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.